Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 8.5mm (xifnt485) was returned for investigation. Visual inspection of the as returned products identified one implant with fractured screw inside of it. Additionally, some bone debris were present on the external threads. Device history record (DHR) and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, the reported device malfunction did occur and the event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured in the patient's mouth resulting in it becoming stuck in the implant and requiring implant removal. Tooth #26.